Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to remotely connect. The ccc reviewed the instrument data. The customer bleached the sample and ventilation ports. The customer aligned integrated multisensor technology (imt) and imt probe. The customer replaced the imt sensor. The customer reran quality control (qc) four times for all lytes, resulting within range. After service, the customer repeated the samples in question on the original instrument, resulting within the expected clinical range for the patients. The cause of the discordant, falsely elevated sodium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium and chloride results were obtained on patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s). The customer reviewed the results and found the samples failed for delta checks. The customer repeated the same samples on an alternate dimension vista instrument, resulting lower. After service, the customer repeated the same samples on the original instrument, resulting within the expected clinical range. The customer issued corrected reports to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.